Event description:
It was reported that the patient presented in clinic. While attempting to upgrade the pacemaker firmware the device went into backup vvi mode. The device was restored and programmed back to the normal settings. Firmware upgrade was not reattempted. No patient symptoms were reported.